Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Mdt rep states the patient is reporting that it is taking them a long time to charge their ins, and the recharge keeps popping up with the coupling numbers. Rep states the location of the ins is straight, but deep. They were able to start a normal recharge session, however when the patient moves slightly, it toggles to fair or good coupling. Rep reports when they saw the coupling screen, the numbers went "from 0 to 80". The patient has tried different approaches to charging, including leaning against it, as well as use of the belt. Rep states impedances are "good". Rep also states the patient's charging has "always been this way". Rep states the following as reported in the recharge diary: 2nd 2.8 hrs to 30% - fair 5th 2 hrs to 60% - fair 7th 1.5 hrs to 40% - fair ts reviewed that this sounds normal for the coupling that the patient is seeing. Rep plans to work with the patient to find a position for recharging on excellent. While interrogating the patient's ins, rep reports the following por message: system detected the device has been reset. Por - (B)(6). Ts reviewed this is possibly due to the ins having depleted, which rep states is unrelated to the patient's difficult charging. Rep was able to clear the message and interrogate the ins normally. Rep stated the ins charge level is "low".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported the cause of the charging coupling issues was because of non-optimal recharger location. The correct location below the incision was located to resolve the issue. The patient reported they would reach back out to the rep if the issue was not resolved, so information currently indicates the issue is resolved as there have been no further reports from the patient. Logs were not obtained at this time.